Event description:
It was reported that the cross arm brake on the 9800 system was sticking. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The cross arm brake was replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.